Manufacturer narrative:
Cui, t., terlecki, r. And mirzazadeh, m. (2015), infrequent reservoir-related complications of urologic prosthetics: a case series and literature review. Sexual medicine. Doi: 10.1002/sm2.85.

Event description:
It was reported that the patient had labial erosion of the artificial urinary sphincter pump as well as cecal erosion of the balloon. "Antibiotic therapy was provided" and surgery was performed to remove the eroded pump and cap the tubing. "The patient was discharged on postoperative day 2 without complications." Two weeks after the removal surgery, the patient presented to the clinic with the balloon "which had been evacuated during a bowel movement". "Subsequent imaging shows no infectious complications surrounding the aus cuff, and the patient remained continent with no need for further interventions." No additional patient complications were reported in relation to this event.